Event description:
It was reported that (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that while using hdh05 the surgeon kept getting a solid tone. The surgeon changed blades to finish the case and did not have any add'l problems. There was no consequence to pt.